Event description:
It has been reported to kimberly clark by a customer that when he was caring for a patient, not using any kind of instrument, there was a large tear in the glove and the patient's blood got all over his finger. There was no report of any communicable diseases or any harm to the user. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
The incident sample has not been received for evaluation. Investigation is in-process. A supplemental report will be provided when additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.